Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician had trouble positioning the lead, and suspected the patient anatomy as the problem. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.